Event description:
Philips received a complaint from the customer on the v60 indicating that the screen was black after startup. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The case is currently pending onsite evaluation for the device and repair. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6). The customer inquired about the warranty of the device for repair. No repair was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00091. All information from the original report(s) has been transferred to this report.